Event description:
It was reported that this patient with an implantable cardiac resynchronization therapy defibrillator (crt-d) experienced a supraventricular tachycardia (svt) episode that was sensed within the ventricular tachycardia (vt) zone. The device delivered inappropriate anti-tachycardia pacing (atp) to attempt to treat the svt, which subsequently induced ventricular fibrillation (vf). Multiple shocks were then delivered, but were unable to successfully convert the vf. The patient unfortunately passed away due to this vf non-conversion. The mortuary provided episode data to boston scientific technical services (ts) and it was confirmed that the first episode began with a sinus tachycardia, which was sustained in the vt-1 zone. Due to the programmed rhythmid match score, two bursts of atp were delivered, but were unsuccessful in terminating the arrhythmia. A few minutes later, another episode was declared with a similar detected atrial tachyarrhythmia, resulting in eight bursts of atp and a single 41 joule shock, which terminated the arrhythmia. Five minutes later, a sudden onset svt occurred, with aberrancy. This occurred in the vt-1 zone and had a poor rhythmid match score, which again prompted eight bursts of atp and a 41 j shock to terminate the arrhythmia. Three minutes later, another episode was declared due to svt with aberrancy. This arrhythmia initially occurred in the vt-1 zone, but then accelerated into the vt zone with a poor rhythmid match score. 4 bursts of atp were then delivered, but the fourth burst degenerated the arrhythmia into a malignant vf. Eight 41 j shocks were delivered by the device, but were unable to terminate the vf. This crt-d was explanted post-mortem and recently returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This report is being sent to provide additional information in sections b5 (event description), d6b (explant date), h3 (device evaluation), h6 (evaluation method codes and evaluation conclusion code), and h11 (additional MFR. Narrative).

Event description:
It was reported that this patient with an implantable cardiac resynchronization therapy defibrillator (crt-d) experienced a supraventricular tachycardia (svt) episode that was sensed within the ventricular tachycardia (vt) zone. The device delivered inappropriate anti-tachycardia pacing (atp) to attempt to treat the svt, which subsequently induced ventricular fibrillation (vf). Multiple shocks were then delivered, but were unable to successfully convert the vf. The patient unfortunately passed away due to this vf non-conversion. The mortuary provided episode data to boston scientific technical services (ts) and it was confirmed that the first episode began with a sinus tachycardia, which was sustained in the vt-1 zone. Due to the programmed rhythmid match score, two bursts of atp were delivered, but were unsuccessful in terminating the arrhythmia. A few minutes later, another episode was declared with a similar detected atrial tachyarrhythmia, resulting in eight bursts of atp and a single 41 joule shock, which terminated the arrhythmia. Five minutes later, a sudden onset svt occurred, with aberrancy. This occurred in the vt-1 zone and had a poor rhythmid match score, which again prompted eight bursts of atp and a 41 j shock to terminate the arrhythmia. Three minutes later, another episode was declared due to svt with aberrancy. This arrhythmia initially occurred in the vt-1 zone, but then accelerated into the vt zone with a poor rhythmid match score. 4 bursts of atp were then delivered, but the fourth burst degenerated the arrhythmia into a malignant vf. Eight 41 j shocks were delivered by the device, but were unable to terminate the vf. At this time, this crt-d remains implanted within the patient. It was indicated that the device will likely be explanted and returned for analysis, but this has not yet occurred.